Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 06/22/2023. An investigation was conducted on 07/06/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Only the harvesting device was returned inside the product box, however it was not in the sterile product packaging. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000304902 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed the wires in the jaws were bent/broken. Came out of box damaged. New kit was opened to complete the case. No injury reported, device was not used on patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.